Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
No blood glucose levels reported. The customer reported having issues with the sensor glucose levels reading being different from the blood glucose levels reading. The customer also reported that the threshold suspend feature of the insulin pump activated even though it was not supposed to. The customer reported that the insulin pump activated the threshold suspend with a sensor glucose reading of less than 60 mg/dl where the actual blood glucose level was over 300 mg/dl. Troubleshooting was done. The customer reported a calibration error alert from the insulin pump. No additional information was provided.